Event description:
The patient contacted animas on (B)(6) 2012 reporting that after water exposure the keypad buttons were unresponsive. The patient reported that the keypad was intact, but the emblems were worn off. The patient stated that they placed the pump in rice to dry it out. The patient reportedly wore the pump under clothing, against the body and cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow keypad button was intermittently responsive; the ok and contrast keypad buttons were found to be unresponsive. The up arrow responded to button presses as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.